Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose increased to 500 mg/dl reportedly, the customer was using bethany insulin with the pump. Tandem customer technical support informed customer that bethany insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.